Event description:
A customer contacted beckman coulter inc., (bci) to report that they observed a leak from the cap piercer. Per customer, it was leaking wash buffer from the wick area and they also noticed excessive wetness on cap tubes. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found the check valve located behind the wash tower on bottom ledge of instrument was plugged with rubber particles from sample tube caps.